Manufacturer narrative:
Data correction to device identifier.

Manufacturer narrative:
D4: data correction to device identifier.

Manufacturer narrative:
The field engineer confirmed that the issue has been resolved by the customer. The cause of the reported problem was unknown. The reported problem was not confirmed. Several good faith effort was made to obtain additional information on how the issue was resolve. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that device had a speaker malfunction. There was no sound coming from the device at the time of the event. The device was in use on a patient. There was no report of patient or user harm.